Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated information device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Update: this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 338.10. Lot: l653430. Manufacturing site: hägendorf. Release to warehouse date: 10.jan.2018. The device history record shows this lot of 94 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow: 3. Damage: visual (appearance not as expected) section flow 3 was selected instead of section flow 5 as the threaded tip section is damaged and not broken. Visual inspection: the visual inspection of the returned connecting screw has shown that the threaded tip section is strongly damaged and bent but not broken as reported. There are no other damages visible. Dimensional inspection due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document / specification review the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary the visual inspection of the returned connecting screw has shown that the threaded tip section is strongly damaged and bent but not broken as reported. There are no other damages visible. This lot of 94 pieces was manufactured in january 2018 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. Based on the obvious damages we suppose that lateral stress has caused the damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, a problem was encountered in inserting the dynamic hip screw (dhs). The customer observed that the first screw had a larger diameter than 12.5mm when it was compared with the next one that was opened. A connecting screw was also broken during insertion. Another same size screw was used to successfully complete the procedure. There was a surgical delay of 10 - 15 minutes reported. There was no patient consequence. Concomitant device reported: dhs/dcs screw (part 280.100s, lot# 1l47060, quantity 1). This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for complaint (B)(4).